Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker presented remotely with excessive battery discharge. Intervention discussed but no changes were reported. There were no patient consequences.